Event description:
The corometrics 129 monitor was reportedly used on a mother to whom a baby was born severely hypoxic with several medical conditions, including brain damage. The hospital stated that there was no allegation of device malfunction. The device has remained in service since the reported event with no reported complaints. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.